Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file: 1219977-2016-00004.

Event description:
The patient received a stent in the left iliac limb during an iliac branch case. During follow-up, a small focal filling defect with kinking was noted in the left iliac limb. A non-occlusive thrombus was seen and there was a small narrowing of the stent which required intervention.

Manufacturer narrative:
Additional information received from the complainant demonstrates that the icast did not kink. The kinking occurred at the branch device (not atrium made). Engineering analysis: the details provided indicate that the icast stent was first implanted (B)(6) 2014 following the deployment of a zenith stent graft and zenith branch graft. The icast stent was used as extensions into the iliac artery. During the 6 month follow up thrombus was present proximal to the icast stent and within the zenith stents. This thrombus formation appears to have formed within the zenith stent grafts and over an additional 6 month period moved into the icast stent region. This cannot be confirmed as the images provided only seem to be from one time period. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. All 59 quality inspection samples passed this final inspection. A review of the raw stainless steel stent incoming inspection and certificate of compliance provided by the vendor indicate that the stent met all the dimensional and material requirements including stress and strain, elongation and ultimate tensile strength. Conclusion: as the device performed properly and passed all quality inspection atrium can find no fault with the device.